Event description:
On 5/28/2024, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak repair stitch broke, and the surgeon was unable to fully tighten it down. The case was completed using an ar-3636 knotless 1.8 fibertak. This was discovered during a hip labral repair procedure on (B)(6) 2024. Additional information received on 6/3/2024: all broken fragments were removed. The case was delayed ten minutes. The sales representative does not know if additional anesthesia was administered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.